Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. Date of event is an approximation. On (B)(6) /2026, it was reported that the patient did not notice any symptoms or irregularities showing on the receiver during the day, the cgm values were between 120 mg/dl and 150 mg/dl. The patient was out in the evening when she suddenly experienced seizure. The person the patient was with called an ambulance; bg meter checked by the paramedics: 76 mg/dl, cgm shown at the time: 124 mg/dl. The patient had a glass of lemonade and about half a glass of coca cola prior to noticing anything unusual; she does not remember exactly what happened directly after the event until she was in the ambulance. The patient mentioned that she has had health issues and seizure events due to shingles in the past. The patient was treated with IV medication at the hospital. The patient was discharged from the hospital the next day. At the time of the report the patient was well. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.